Event description:
It was reported that balloon rupture occurred. A 75% stenosed target lesion was located in the mildly tortuous and moderately calcified right superficial femoral artery. A 5.00mm / 2.0cm / 135cm peripheral coronary cutting balloon was selected for use. During the procedure, a 5mm pinhole from the tip of the balloon ruptured upon first inflation at 6 atmospheres for 30 seconds. The device was removed without any problem and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.